Event description:
Initial result for a patient tsh was 0.041ulu/ml. When repeated, the result was 4.73 ulu/ml. The incorrect result was not used to guide therapy. The field service representative found the measuring cell needed to be replaced and repaired the instrument by replacing the measuring cell.